Manufacturer narrative:
(B)(4) report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that the patient could feel the locking bar loosen. Subsequently, a revision occurred for a loosened locking bar.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The locking bar was returned for investigation. Visual inspection of the returned locking bar shows wear (light nicks and gouges). Analysis of the locking bar determined that the locking bar contact mark & deformation observations are consistent with the bar not being fully engaged with the tibial tray. However, it cannot be confirmed with certainty whether the reported locking bar dissociation occurred due to improper insertion and a definitive root cause cannot be determined. Photograph taken during surgery shows locking bar has disassociated. X-ray evaluation provided by third party states medial displacement of the locking bar of the tibial component of the right knee arthroplasty. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4).